Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was having a problem with the stimulator. The patient noted their healthcare provider stated they needed a manufacturer representative to come because the patient was having a serious problem. The patient had sharp back pain that went to their chest. The patient stated they fell into a chair and they needed to find out what was going on. It was noted the issue started 2 weeks ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.